Event description:
It was reported that occlusion alarms occurred. Reportedly, the customer had been using the same cartridge and infusion set for over 3 days and using fiasp insulin. Tandem customer technical support informed customer that tandem supplies used beyond 3 days and fiasp insulin are off label per the tandem user guide. Customer changed cartridge and infusion set to address the issue. There was no reported adverse impact to the customer¿s blood glucose level.